Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum detached from the hub of the delivery catheter. The mechanical operation of the catheter shaft was kinked/buckled. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The peel ing/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. The septum adhesive released of the hub of the delivery catheter. The septum of the catheter was missing. The analyst noted the delivery catheter was returned in three pieces with the dilator. The slitter was not returned. The septum of the delivery catheter was detached and missing. There was adhesive bond within the hub of the delivery catheter. Slitting did not start on the centerline on the hub of the delivery catheter. The shaft of the delivery catheter was torn off at 6.5 cm with tear marks proximal to that area. Slitting had terminated and restarted at 13 cm. The shaft of the delivery catheter was kink/buckled at 20.3 cm and 30.2 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant procedure when the physician was preparing to slit and went through the hub, the catheter broke where the shaft meets the hub. The catheter was replaced. No patient complications have been reported as a result of this event.